Event description:
Device malfunction: partial deflation/difficult to remove. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the left main artery, the rx multi-link 8 stent was deployed. Post dilatation was performed at 18 atmospheres. After post-dilatation, the balloon did not completely deflate and could not be removed through the guiding catheter. The balloon catheter and the guiding catheter were successfully removed from the anatomy as a single unit. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: difficulty to deflate can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support. To help ensure that the reported difficulties are not due to manufacturing, the products are 100% inspected for damage and a sampling of units is destructively tested to verify proper inflation and deflation. Possible causes for difficulty in removing a sds post deployment may include: interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, poor balloon refold or the balloon getting caught within the stent struts post deployment. To help ensure this difficulty is not related to a product quality deficiency, the balloon is checked for proper fold configuration and damage. Additionally, during lot release testing, a sampling of units is destructively tested to verify proper stent deployment and balloon deflation. In this case, it is likely that reported difficulty to deflate contributed to the reported difficulty to remove. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. In this case, although a conclusive cause for the reported difficulty to deflate could not be determined, the reported difficulty to remove appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.